Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. - the patient developed pain in her right breast. - this case was confirmed by a healthcare professional. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including fatigue, brain fog, dementia, ringing in ears, nausea, bacterial overdose in intestines, liver and kidneys stopped functioning, joint pain, inflammation, body swelled up to twice her size, and patient was on bed rest for one year. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacements on (B)(6) 2019. This medwatch report is for the right breast prosthesis.